Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced firmness/tenderness along the driveline. Computed tomography scan performed on (B)(6) 2020 was unremarkable. Abdominal ultrasonogram (us) on (B)(6) 2020 showed concern for driveline infection with fluid tracking along the driveline. The patient was evaluated and a debridement was performed on (B)(6) 2020. The patient was started on vancomycin and cefepime. Blood cultures were negative. Operative cultures found serratia marcescens and group g/d streptococcus. Infectious disease (ID) recommended a prolonged course of antibiotic therapy. Patient was placed on 4 weeks on cefepime and vancomycin. The patient infection is still ongoing.